Event description:
Meter name: one touch ultra. Symptoms: unknown. A patient reported they were unable to receive a reading on their one touch ultra meter due to their meter allegedly powering off during use. There was no result on their meter as the patient was unable to test. Treatment was unknown. No further information has been reported. No serious injury.